Event description:
It was reported to the edwards field clinical specialist, that the patient suffered a very mild cva one day post transfemoral tavr. Reportedly the patient showed symptoms according to nih stroke scale including thick tongue, garbled speech, and right lower extremity weakness. The patient history showed previous right sided weakness. Additional information provided noted there was bulky calcification of the patient¿s native valve / leaflets and mild calcification of the aortic root. The patient outcome was also noted to be stable post procedure. Information provided by neurology indicates the patient had only mild hand un-coordination and the patient can walk and speak fine. The impression from the neurology consultation is ¿subacute or late onset effects of old stroke due to htn. Not clear if strokes are new on CT¿.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards lifesciences clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the stroke cannot be determined; however as reported, the symptoms may have been related to subacute or late onset effects of an old stroke. It is also possible that patient (bulky calcification of the native valve) and procedural factors could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.